Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2019-02264 2.3005168196-2019-02266.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-02264; 3005168196-2019-02266.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s, lantern delivery microcatheters (lanterns), two non-penumbra guide catheters, and a guidewire. During the procedure, while advancing a lantern through the guide catheters in the target vessel, the physician encountered resistance; subsequently, the physician flushed the guide catheters, inserted the guidewire, and re-advanced the lantern but encountered resistance again. Therefore, the lantern was removed and while removing the lantern, the physician also encountered resistance. The physician continued the procedure using another lantern. While advancing the pod8 through the second lantern in the target vessel, the physician encountered resistance; therefore, the lantern and pod8 were removed. The procedure was completed using another pod8, five pod packing coils, and another lantern. There was no report of an adverse effect to the patient.